Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown during patient transport. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the power management board. The unit passed all calibration, functional and safety tests, and was returned to the customer and cleared for clinical use. The removed power managemant board was returned to the failure analysis and testing department for investigation. Performed visual inspection of the power managemant board per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the power managemant board into failure analysis and testing department iabp cardiosave test fixture for testing of the reported problem. Performed and tested the power managemant board in accordance with procedure and the cardiosave service manual in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit display screen is distorted and keypad does not work and shutdown. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the power managemant board in the failure analysis and testing department per procedure.

Event description:
N/a.